Manufacturer narrative:
Power loss alarm and low battery alarm confirmed in the long trace. Detail trace analysis confirmed the pump alarmed low battery and then alarmed power loss alarm was triggered when backup battery loaded voltage (loaded with) was less than 3.5v for 4 consecutive hours due to connector resistance (j6 pcb 1). After disconnecting and reconnecting the internal battery connector at j6 pcba 1. Pump was monitored and functioned properly. (B)(4).

Event description:
Information received by medtronic indicated that customer did receive a low battery alert prior to the replace battery alert or replace battery now alarm. Customer stated the battery cap not loosed, cracked or damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.